Event description:
Procedure performed: ni. Event description: [hospital] this is a complaint from the market. Report from the sales rep via email; in order to retrieve the organ (to use the polyurethane pouch), the support wire was pushed in and out of the handle, but the pouch, which would normally be set on the support wire, was not set (the pouch was just stored inside the main cylinder shaft). As a result, when the handle was pushed, the wire was pushed out of the shaft and spread in two directions without the pouch attached, and the pouch was fall into the abdominal cavity. This unit will be returned. Intervention: replaced the device. Patient status: it seems no impact to the patient as of now.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni. Event description: [hospital]. This is a complaint from the market. Report from the sales rep via email; in order to retrieve the organ (to use the polyurethane pouch), the support wire was pushed in and out of the handle, but the pouch, which would normally be set on the support wire, was not set (the pouch was just stored inside the main cylinder shaft). As a result, when the handle was pushed, the wire was pushed out of the shaft and spread in two directions without the pouch attached, and the pouch was fall into the abdominal cavity. This unit will be returned. Intervention: replaced the device. Patient status: it seems no impact to the patient as of now.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation resulting in the device jam. It is also possible that retraction prior to full actuation resulted in the specimen bag falling off the metal supports. The instructions for use (IFU) state, ¿do not retract prior to full deployment.¿ the probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.